Manufacturer narrative:
Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: a42322/189341, model/catalog description: st linear lead 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had lost coverage. The patient underwent an explant procedure and was doing well postoperatively.